Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead was showing low defibrillation impedance values. No interventions were reported. The patient status was not reported.